Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 254 mg/dl at the time of the call and their levels did not register at the time of admission. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller believes the set caused the low as they had changed the set the night prior to the incident. The insulin pump will not be returned for analysis.